Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and also got bolus stopped alarm for 8 times as well as insulin pump alarmed for battery out limit. Customer's blood glucose value was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer will be returned device for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected bolus stop alarm or battery out limit anomaly noted. Pump had cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.